Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had hematoma. An evacuation of the hematoma was then performed, and intravenous medication was given to the patient. The crt-d remains in service. No additional adverse patient effects were reported.